Event description:
It was reported that the patient's insertable cardiac monitor (icm) unexpectedly went into reset mode. It was further reported that the icm failed to produce a magnet response. A device reset was attempted but could not resolve the issue. The patient was stable.

Manufacturer narrative:
The reported event of reset was confirmed. Based on the information provided, it was determined that the device experienced power-on (por) resets. The root cause of the por was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery, which prevented the device from being interrogated. No further anomalies were detected.

Event description:
Information received notes that the patient's insertable cardiac monitor was successfully interrogated.